Event description:
On (B)(6) 2012, pt admitted through ed with stemi. Prior stenting of rca with 4 stents approx 1-1.5 yrs ago. Films reveal total occlusion proximally within the stent. A 2.5x15 nc trek to predilate, 3.5x12 multi link vision placed just after the ostium in proximal rca. A 3.0x12 multi link vision placed in proximal rca just down from first stent. A 3.25x8 nc quantum apex to post dilate with good results. Discharged on med including asa and plavix. On (B)(6) 2012, admitted through ed with stemi. Took plavix "for about a month". Films reveal 100% thrombotic occlusion of proximal rca stent. Thrombectomy performed, 3.0x20 apex, 3.5x20 nc quantum apex, 4.0x20 nc trek, to restore flow with 10% residual stenosis, and timi iii flow. Pt discharged on meds including "asa and brilinta, perhaps indefinitely."